Manufacturer narrative:
MDR 3003442380-2026-23014 / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set tubing was leaking at the site which led to high blood glucose and treated with correction injection via multiple daily injections and bolus on (B)(6) 2024.